Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level did not know and blood glucose earlier today was 502 mg/dl and the current blood glucose level was 59 mg/dl. The customer was treated with manual shot for high blood glucose level. . The customer stated that the symptoms related to high blood glucose such as headache and very thirsty. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did allege pump was under delivering because customer stated that even after doing a bolus, blood glucose was still high. The customer stated that the auto mode feature was not active and automatically adjusting insulin delivery at time of high blood glucose event. The insulin pump will not be returned for analysis.